Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the steel cannula from the infusion set broke off and remained embedded under the skin. The customer went to the doctor on (B)(6) 2024. The doctor tried to find the steel cannula at the insertion site with tweezers but could not find anything. No medical treatment was received.